Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, continuous elevated blood glucose (bg) levels ranging between 310-414 mg/dl and a ketone level considered "critical" by healthcare provider. Customer fainted and went to the emergency room (ER) for treatment the following day. Customer's husband aided the customer as the customer was unable to walk. Customer suspected an infusion set issue may have caused bg; however, no infusion set issues were noted. Multiple infusion set site changes were performed, a correction bolus was delivered and a manual injection was administered to address bg. Customer received fluids, an insulin drip and nausea medicine. Customer was released 12 hours later with bg of 155 mg/dl. Recommendation was made to consult with a healthcare provider regarding diabetes management.